Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an (B)(6) year old patient tested positive for serratia on (B)(6) 2018. An unspecified bd posiflush¿ syringe was associated with this incident. Out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the (B)(4) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the (B)(4) identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. (B)(4)¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, (B)(4).

Event description:
"It was reported that an 11 year old patient tested positive for serratia on (B)(6), 2018. An unspecified bd posiflush¿ syringe was associated with this incident. Out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the u.s. Food and drug administration (FDA) and centers for disease control and prevention (cdc) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the FDA and cdc identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. Cdc¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, FDA, and cdc."

Manufacturer narrative:
Additional information: bd contact spoke with complainant on (B)(6) 2018 in which it was stated that this was first called into stericylce on (B)(6) 2018 and had not heard back so called again on (B)(6) 2018. Complainant confirmed that this event is the same as reported in this pr. It was stated that the complainant¿s daughter (pt) presented with a fever and tested positive for serratia. Pt was hospitalized twice (first time for 11 days and second time for about 1 week). Pt¿s port was removed and replaced so that chemotherapy treatment could continue (pt was diagnosed with leukemia). Pt was treated with antibiotics and is currently doing ok. Complainant noted that the infectious disease doctor believed that the infection originated at the (B)(6) clinic. Complainant stated that heparin was used but does not know the part or lot numbers. Complainant has some remaining syringes from homecare which she stated can be returned. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: no. Investigation summary: as no product code, lot number, or sample was available for this incident, a full investigation consisting of a sample analysis and a device history record review could not be completed. Prior to april 2018, there was no trend for infection regarding the bd franklin products. Upon the increase of infection reports beginning in april 2018, a corrective and preventive action plan was initiated to address the issue. A review of all lot sterility testing performed for product released between april 2015 and june 2018 confirmed that no organism growth was identified for any lots released during the shelf life of this product. A direct causation between the reported infections and the bd franklin product has not been identified.